Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was frozen and unresponsive on multiple, intermittent occasions. The customer's blood glucose was 320mg/dl. Reportedly the customer continued to use the pump for insulin therapy.